Event description:
The facility representative reported, "secondary med would not infuse." Info was not provided regarding whether or not the problem occurred during a pt infusion. Although baxter attempted to obtain info, details were not available regarding add'l contact info. The hospital representative stated that there were no reports of injury or medical intervention. No add'l info is available.

Manufacturer narrative:
Evaluation results: the reported condition of the inoperative pump was not duplicated or confirmed. The device passed all visual and functional tests prior to customer return.